Event description:
The clinician reports the implant was inserted (B)(6) 2020 in ada 6. Details of surgery: primary stability not achieved, ridge augmentation and immediate extraction site. On (B)(6) 2020, non-osseointegration was verified. Patient presented with bone type iii and poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, pain, mobility, swelling and bleeding. No further patient complications were reported.